Event description:
Covidien received a report from a biomedical engineer that his user facility found that a n-550 did not alarm when alarm parameters were violated, that the unit did make the startup post tone, and also did make the regular pulse tone. The engineer further reported that upon receiving this unit, the unit was tested and the unit had audio and alarmed correctly. Customer declined to return the unit to covidien for evaluation.

Manufacturer narrative:
A review of the device service history (B) (4) identified a similar report where MFR report number 2936999-2007-00053 was filed.